Manufacturer narrative:
Device evaluation: one cadd legacy duodopa pump was returned for analysis in used condition. Visual inspection of the pump showed the pump was in fair condition; the lcd and housing appeared to be damaged. Functional testing involved simulated use and visual inspection. The investigation found that the pump would not power up and had a constant audible alarm when power was applied. It was also found that the lcd was black over 50% of the display and did not function when power was applied. The problem source could not be identified. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating the patient was a male with a date of birth of (B)(6).

Event description:
Information was received that a cadd legacy duodopa pump had a short circuit, causing the pump to get warm and the display to turn black. There were no patient adverse events reported as the patient had a backup pump.